Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. Concomitant products included duloxetine, medroxyprogesterone (depo provera), omeprazole (prilosec) and valaciclovir hydrochloride (valtrex) since 1993. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), headache ("headaches"), dyspareunia ("painful intercourse / (painful sexual intercourse)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspepsia ("digestive problems"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced weight increased ("weight gain"). In december 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and vision blurred ("blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, headache, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, dyspepsia and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. In 2012 underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. Concomitant products included duloxetine, medroxyprogesterone (depo provera), omeprazole (prilosec) and valaciclovir hydrochloride (valtrex) since 1993. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), headache ("headaches"), dyspareunia ("painful intercourse / (painful sexual intercourse)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspepsia ("digestive problems"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and vision blurred ("blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.) And surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, headache, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, dyspepsia and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. In 2012 underwent essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "mood swings, abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia) , apareunia (inability to have sexual intercourse), depression, migraines, migration of essure device , nausea, dysmenorrhea (cramping), vaginal discharge , blurry vision, fatigue, digestive problems hair loss", reporter, lot number, concomittant drug, historical condition and drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('excessive bleeding/abnormal bleeding (general)'). In a 36-year-old female patient who had essure (batch no. A20054), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: depression. Previously administered products, included for an unreported indication: mirena. Concurrent conditions included: body mass index normal. Concomitant products included: duloxetine, intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and valaciclovir hydrochloride (valtrex) since 1993. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), headache ("headaches"), dyspareunia ("painful intercourse/(painful sexual intercourse)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspepsia ("digestive problems"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"). And vision blurred ("blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, headache, dyspareunia, mood swings, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, depression, migraine, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, dyspepsia and alopecia outcome was unknown. And the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, not provided; ultrasound scan: on an unknown date, revealed, the iud in the uterine cavity. As well as the essure devices in each fallopian tube. There were no adnexal masses. There was no free fluid. And the uterus was normal in size. In 2012 underwent essure confirmation test. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jun-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('excessive bleeding/abnormal bleeding (general)'). In a 36-year-old female patient who had essure (batch no. A20054), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: depression. Previously administered products, included for an unreported indication: mirena. Concurrent conditions included: body mass index normal. Concomitant products included: duloxetine, intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and valaciclovir hydrochloride (valtrex) since 1993. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), headache ("headaches"), dyspareunia ("painful intercourse / (painful sexual intercourse)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspepsia ("digestive problems"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and vision blurred ("blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, headache, dyspareunia, mood swings, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, depression, migraine, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, dyspepsia and alopecia outcome was unknown. And the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, not provided; ultrasound scan: on an unknown date, revealed the iud in the uterine cavity, as well as the essure devices in each fallopian tube. There were no adnexal masses. There was no free fluid. And the uterus was normal in size. In 2012, underwent essure confirmation test. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporters added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2013, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.